Event description:
During pacemaker insertion, surgeon attempted to use bovie set at 30 cut/30 coagulation and a spark travelled up the pen towards the surgeon's hand. The spark stopped when the bovie use ceased. Settings were decreased to 20/20 and the bovie sparked again. The equipment was immediately removed from service. The patient was assessed for injury and none identified. Prior to the procedure, the grounding pad was secured to the right abdomen, exidine was used for prep with appropriate dry time, fire precautions were assessed and cleared. A new grounding pad was placed, a new bovie, pen and all supplies were obtained and the case was completed without further incident.